Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was unable to cross the lesion. Then, a non-boston scientific guide extension catheter was used and brought it just before the lesion, and it was able to cross. After the device was dilated three times at 10 atmospheres, it was noted that the balloon ruptured. As per physician, the cause of rupture could be due to calcification. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was unable to cross the lesion. Then, a non-boston scientific guide extension catheter was used and brought it just before the lesion, and it was able to cross. After the device was dilated three times at 10 atmospheres, it was noted that the balloon ruptured. As per physician, the cause of rupture could be due to calcification. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed at 3mm proximal to the proximal edge of the distal markerband. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.